Manufacturer narrative:
(B)(4). Batch # p94g4m. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The device was connected to a gen11 and the device did activate during functional testing. When device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, after two hours from the beginning of the surgery, the device blocked and the error " clean the jaws" was signaled. The work power had been lowered from the beginning, compared to the default setting. Looking at the tip of the device, 1/3 of the pad was completely detached. The device was replaced with a new device from another company. There were no adverse consequences for the patient.